Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and collected the log files and pictures and sent to second level support for review. The fe also checked the operation of the provue with diagnostic software. The customer performed qc. The instrument is operating as expected. No repairs needed. (B)(4)

Event description:
The customer states that they received two false negative reactions with two cord blood samples for the dat test that was positive in manual gel. Although no malfunction with the ortho provue was identified, results were reported to the physician who questioned the results. There was no harm to any patient.